Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic gastric bypass procedure, it did not staple. Converted to open procedure and completed with another device. There was no further consequence to the pt known.